Event description:
It was reported that the bd plastipak¿ luer lock syringe had no label. The following information was provided by the initial reporter, translated from spanish to english: a quality failure is detected which arrives without identifying the label of the description of the secondary packaging.

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, it is possible to visualize a collective box which does not have an identification label, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is human error, it likely generated due to operator not placing and verify the identification label. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer lock syringe had no label. The following information was provided by the initial reporter, translated from spanish to english: a quality failure is detected which arrives without identifying the label of the description of the secondary packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.